Event description:
A four week old infant had a feeding tube replaced with a gastric feeding tube (g-tube). After placement of the g-tube, infant had frequent emesis, and vomited a 4 cm piece of the end of the feeding tube. The feeding tube fragment appeared to have been cleanly cut. It is unknown how the tubing was cut, as the placement of the g-tube did not include incision into stomach. The infant's emesis resolved with no further signs of distress.